Manufacturer narrative:
The creatinine reagent lot number was 93463301, with an expiration date of 31-oct-2026. The field service engineer found a hole in rinse tubing, causing cuvettes the overflow. The tubing was replaced. No further issues were reported after this action. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with creatinine plus ver.2 on a cobas 6000 c501 module. The customer initially had issues with linearity alarms for two other assays run on the analyzer. The customer replaced the lamp and performed a cell blank. The cell blank was successful. Linearity alarms returned, however, and on level of creatinine control shifted lower. Based on the control shift, the customer repeated patient sample testing for 240 samples. Of these, three had discrepant creatinine results. The first sample initially resulted in a creatinine value of 55 umol/l. The sample was repeated twice on a second analyzer on (B)(6) 2026, resulting in values of 91 umol/l and 87 umol/l. The second sample initially resulted in a creatinine value of 45 umol/l. The sample was repeated twice on a second analyzer on (B)(6) 2026, resulting in values of 119 umol/l and 118 umol/l. The third sample initially resulted in a creatinine value of 41 umol/l on (B)(6) 2026. The sample was repeated twice on a second analyzer on (B)(6) 2026, resulting in values of 133 umol/l and 134 umol/l.

Manufacturer narrative:
Calibration data is acceptable. Quality control data showed instability. A review of alarm trace data showed several sample short alarms both before and after the day of the event. The sample centrifugation conditions of the sample may have not been suitable according to tube manufacturer recommendations. The investigation determined the service actions resolved the issue.